Event description:
A physician reported a pt who was originally skin tested (dates not known) with negative results. On 16 november 1999, the pt was treated in the commissures and the left nasolabial fold were treated first without event. During treatment of the right nasolabial fold, the pt developed sudden brusing at the treatment site. The nurse injector immediately stopped the treatment, massaged the area, and applied ice. The pt left the office with a slight bruise. The physician examined the pt on 22 november 1999 and noted irritation, discoloration and crusting at the right nasolabial treatment site. The physician ordered temovate cream and a prophylactic oral antibiotic (specific name not known). The pt elected not to take the antibiotic. On 30 november 1999, the pt called to say her symptoms had improved. There was still a little crusting, and the discoloration had resolved significantly. The physician believed the symptoms were related to a vascular event. The physician's opinion was that there would be no scarring as a result of the event.